Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited no tubing attached even though tubing was in place. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Evidence of the reported problem was found during error history log review. Visual and functional testing were performed. Found signs of fluid ingression on pump by the chassis base of the downstream occlusion sensor which possible the root caused the reported issue. The reported issue could not be duplicated however, the downstream occlusion sensor was replaced as preventative measure.